Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the main component of the observed foreign material clogging air/water nozzle was found to be organic silicone (silicon rubber). Organic silicone (silicon rubber) is presumed to have been derived from various packings, adhesives, silicone grease and silicone rubber (water tank mounting mouthpieces, button packings), and other agents such as antifoaming agents. A definitive root cause of the issue could not be determined, as there was no device deformation that might contribute to the retention of foreign material and the facility device reprocessing was performed in accordance with the IFU, however, the issue was likely the result of user handling/insufficient cleaning/reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment. Endoscope inspection ¿3. Visually check that there are no abnormalities such as cracks, dents, bulges, edges, scratches, protruding metal wires from the inside, projections, slack, deformation, bending, adhesion of foreign matter, and missing parts on the outer surface of the entire length of the insertion tube including the curved part and tip¿. ¿8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. Checking the air supply function ¿1. Set the air supply pressure of the light source unit to "strong" according to the "electronic package insert" and "instruction manual" of the light source unit¿. ¿2. Immerse the tip of the endoscope in sterilized water to a depth of about 10 cm, and visually confirm that there are no air bubbles coming out of the air/water nozzle¿. ¿3. Visually confirm that air bubbles continue to come out of the air/water nozzle when the air/water button hole is closed with your finger¿. ¿4. Visually check that air bubbles stop coming out of the air/water nozzle when you release your finger from the air/water button hole¿. Reprocessing survey info: - the device was cleaned, disinfected, and sterilized before being sent to olympus - no delay in the start of pre-cleaning - the air/water nozzle was flushed with water and air - no abnormalities in the accessories used for reprocessing - water was aspirated through the instrument channel the customer did not wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges - the customer flush the air/water nozzle / channel with the detergent solution olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device could not supply air and water. The reported issue was observed during inspection of the subject device, prior to endoscopy. Reportedly, the air/water supply button and the water supply tank were replaced; however, the issue persisted. Another device was used. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found there was foreign material in the air/water supply nozzle. This report is being submitted for the malfunction found during evaluation of the device (foreign material in air/water nozzle).

Manufacturer narrative:
E1: (B)(6) during inspection and testing, the reported issue (no air water supply) was confirmed. It was observed the amount of air/water supplied was out of specification due to foreign material in the air/water nozzle. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.